Manufacturer narrative:
A partial single-use device was received. Only the left ring in the 3.0mm jaw assembly was received for evaluation. The ring had no visual defects (bent pins, scuffs, displaced material). It was seated correctly in the jaw assembly and did not show signs of use. There was no sign of tissue or evidence that a vessel had been everted onto the pins. The right ring was not returned for evaluation. The reported condition could not be verified through evaluation of the partial device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that one of the round seals was falling out of a coupler device. This was identified during set-up. There was no patient involvement. No additional information is available.